Manufacturer narrative:
The date received by manufacturer has been corrected from (B)(4) 2011 to (B)(4) 2011. Our initial information incorrectly identified that the smith & nephew sales representative was present during the revision surgery, when in fact, he was only present at the original implantation and did not become aware of the revision surgery until months later.

Event description:
Revision surgery was reported due to delayed union/nail fracture at the level of the lag screw.